Event description:
A u.s. Distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete a therapy electrode recognition test. The cause for the failure was isolated to pinched wires in c-d cable shorting out and cause for ECG a not working . The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged belt.